Manufacturer narrative:
The device has been requested to be returned for product evaluation and has not arrived. Once it has arrived and the product evaluation findings are available, the findings will be submitted in a supplemental submission. The device history record review has been completed and all manufacturing inspections passed with no non conformances. The other foresight sensor used with this patient will be reported under a separate MDR submission.

Event description:
It was reported that there was a failure with a foresight sensor, large, during patient use. The user states there were low readings. The value received was less than 40 bilat, without any clinical correlation. There were no error messages. When the sensor was exchanged for a different sensor, there were normal levels obtained, at 70 bilat. The sensor placement was forehead left and right side. Patient skin was prepped with alcohol prior to placement. There was no inappropriate patient treatment administered. The patient demographics were requested but not provided. There was no patient harm. There were two foresight large sensors used with this patient. The other sensor will be reported under a separate MDR submission.

Manufacturer narrative:
The device was returned for evaluation and a product evaluation was completed. The sensor monitored the sto2 readings on a known good working hemosphere unit successfully without any error messages noted. An inspection of the device identified no visible damage. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if any procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. Correction was made to investigation codes in h6, type of investigation and investigation findings.